Manufacturer narrative:
The device was returned to an olympus service center for further evaluation. Upon inspection and testing, service confirmed the device exhibited an e226 error code (scope communication error) and no image, due to printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer had previously dropped the subject device to the ground. At that time, an olympus field service engineer (fse) returned the device to an olympus service center for evaluation. During inspection and testing, there was no fault found with the device. The fse then returned the device to the customer. When the fse performed on-site inspection of the device, there was no image. There was no patient involvement. This report is being submitted for the malfunction found during the on-site inspection (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information in e2/e3 obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely faulty contacts or the cable caused the scope communication error (e226) and loss of image. However, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.